Manufacturer narrative:
Evaluation conclusion: the reported event was not duplicated and no failures were confirmed during the handswitch evaluation by a manufacturer service technician. The device has been scrapped by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device would continue to run when the hand switch was released. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.